Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0kpeg05a using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00250.

Event description:
The customer performed blood glucose testing and obtained readings of 130 mg/dl at 7:31 a.m., 138 mg/dl at 10:10 p.m. And 127 mg/dl at 10:11 p.m. On the contour next meter. The meter automatically marked them as control tests, so the readings will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.